Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pressure transducer test failure during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, pressure transducer printed circuit board was defective and the hospital decided not to repair it temporarily. The issue was reportable based on initial information about pressure transducer printed circuit board malfunction, as defective part may lead to high pressure. In the further process of complaint handling it has been identified, that the issue has been resolved by adjusting of the pressure transducer printed circuit board and cleaning of the and inspiratory pipe and expiratory cassette. Identification of issue has been done by analyzing problem description and service report. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).